Event description:
While the unit was in use on a pt, the unit displayed system failure code 45 (system shutdown) and code 53 (front end failure) in the fault log, and a "pt data not available" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.